Manufacturer narrative:
Vyaire reference number: (B)(6). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that they observed liquid patch on the display screen of their vela ventilator and the touchscreen was not responding. The customer performed troubleshooting and returned the device to working order after cross checking the front panel with the touchscreen. The customer reported that there was no patient involvement.